Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep confirmed the issue on the fault log error. Proceeded to apply a strong vacuum at the drive side in the service diagnostics, by opening k7-valve, and to activate the k6-valve. K6-valve did not open to vent to atmosphere. The drive manifold assembly ((B)(4)) was replaced. Performed all the functional and safety checks to meet factory specs. The pump was returned to the customer. The drive manifold assembly is being returned to the mfg facility in mahwah, nj for eval. A supplemental medwatch report will be submitted once the eval becomes available. (B)(4).

Event description:
The customer reported that while on use on a pt there was a maintenance required code #2. Not possible to perform an autofill procedure. Replaced the cs300 iabp, and the therapy was resumed. No injury occurred to the pt.